Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient treatment with a prismaflex m100 set, there was external blood leakage observed on the dialysate venous line port. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph and a video of the sample were provided for evaluation. The visual inspection of the provided pictures confirmed the leak at level of the connection between the return line and the screwed return connector. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.